Event description:
It was reported that a dexcom g7 sensor intermittently disconnected from and failed to maintain pairing with the ilet, leaving the sensor disconnected for over an hour before successful reconnection after the user restarted the ilet and re-entered the cgm pairing code. Symptoms included no hypoglycemia or hyperglycemia, with a reported blood glucose of 123 mg/dl and no alerts or alarms. Outcomes included no injury and no medical intervention or hospitalization. Investigation included customer service troubleshooting and education, including sensor pairing steps and device restart. Investigation of this case revealed that the ilet-to-cgm communication was restored after a device restart and re-pairing, consistent with transient connectivity or software communication issues between the pump and cgm without evidence of hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was a temporary communication issue resolved by standard troubleshooting.